Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was assisted by ems on (B)(6) 2016 due to a low blood glucose of 25 mg/dl. The patient believes that he overbolused for a snack he had before bed. The customer's wife could not wake him up so she called ems. The customer was given an IV and sugar water. His blood glucose increased to 68 mg/dl. The customer was asked if he wanted to go to the ER and he declined. The insulin pump was not returned for analysis.